Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the patient removed the ilet device for a medical procedure and paused insulin, the touchscreen became unresponsive when attempting to reattach and resume use; the device was powered, the screen showed content, troubleshooting steps including cleaning, wake-button holds, restart on charger, and third-party interaction did not restore touch response, and a replacement was arranged, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control, no injury, and no need for medical intervention. Investigation included remote troubleshooting, device restart attempts, capacitive touch recalibration, assessment with and without screen protector, evaluation on charger, and user and third-party interaction checks. Investigation of this device revealed a nonresponsive capacitive touchscreen consistent with cracked touchscreen; device touchscreen malfunction localized to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touch sensor/display assembly.